Manufacturer narrative:
Investigation is ongoing. Additional information about allegation and sample ID results has been requested but not provided . A follow up report will be filed with the outcome of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results for a single patient on the cobas® sars-cov-2 assay. The patient sample generated positive results. Another sample was collected and generated positive results for target 2. The recollected sample was tested again and generated negative results. Patient sample was collected using a nasal swab and 3ml virus stabilization tube. The samples were loaded directly on the cobas® sars-cov-2 assay system after being withdrawn from the patient. As per the method sheet, this test is intended to be used for the detection of sars-cov-2 rna in nasal, nasopharyngeal and oropharyngeal swab samples collected in a copan utm-rt system (utm-rt) or bd¿ universal viral transport system (uvt) and nasal swab samples collected in cobas® pcr media and 0.9% physiological saline. Testing of other sample types with cobas® sars-cov-2 may result in inaccurate results. The investigation to assess the customer allegation has not yet been completed.

Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. Through the course of the investigation, no product problem was found. (B)(4).